Event description:
The customer reported the 9800 system displayed a low ma error and generator error. Also, the mag one cones down.

Manufacturer narrative:
The service rep performed the following: ordered part for mag mode. Recal'd filament. Found loose connection at ii for mag mode problem. Recal'd filament crt. Recommend that steering joint be replaced before next service call, all four metrics are stripped. Tested unit and found system to be functioning as intended.